Event description:
It was reported that during a gastroplasty - capella procedure, the instrument did not staple all the staple extensions and did not cut in the same line. Event occurred in the third gastric firing using a blue reload 45mm. It was not reported how the procedure was completed. There were no adverse consequences reported.

Manufacturer narrative:
Customer report was confirmed. The catheter was received with the distal lumen ruptured just distal of the hub. The tubing wall was measured, and found to be within specification as per the drawing.

Event description:
C-cc-cb - catheter body damage or out of spec; it was reported that the catheter body broke off during set up, before use. There were no patient complications.